Event description:
Boston scientific crm received information that this device was electively explanted approximately six months ago, replaced with a new cardiac resynchronization therapy defibrillator (crt-d), and returned with no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning battery longevity. This crt-d is not included in any related advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.